Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The nurse reported that during the patient's vns generator replacement, high impedance was observed. There was no report of high impedance from the neurologist prior to the surgery. The explanted generator had not been able to be communicated with at the time of surgery, so diagnostics were not performed. Diagnostics with the newly implanted generator showed high impedance with impedance value greater than 10,000 ohms. The lead pin was removed and re-inserted into the generator, but this did not resolve the problem. Diagnostics on the generator with a test resistor indicated the generator was not the cause of the high impedance, as results were within normal limits with impedance value 4043 ohms. The surgeon noted that he could not visualize any lead issues. Lead replacement surgery has been scheduled. Surgery is likely, but has not occurred to date. Attempts will be made for additional information; however, no additional information has yet been received.